Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable, damaged cables/wires exposed) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed service code 204. The monitor's electrode belt receptacle was missing from the monitor enclosure and wires were protruding from the case, causing the service code. The root cause for the missing connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying service code 204: belt/monitor unusable, and had damaged cables or exposed wires.